Manufacturer narrative:
Correction: patient code grid - corrected. The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the catheter had a break on the outer layer while the inner layer remained intact on the proximal shaft. There was some slight friction when a 0.057¿ mandrel was advanced through the damaged area of the shaft. The device was flushed and there was no blood noted. It is likely that the damage was sustained to the shaft of the catheter during removal from the dispenser hoop which led to it becoming deformed and subsequently broken. Therefore, an assignable cause of handling damage has been assigned to the reported and observed catheter shaft breakage.

Event description:
It was reported that the catheter (subject device) appeared to be crimped at the hub when it was removed from the package. A wire (unknown manufacturer) was placed through the subject device. Upon removing the wire, the subject device was partially disconnected and was bent. The subject device was not used in the patient.

Event description:
It was reported that the catheter (subject device) appeared to be crimped at the hub when it was removed from the package. A wire (unknown manufacturer) was placed through the subject device. Upon removing the wire, the subject device was partially disconnected and was bent. The subject device was not used in the patient.